Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 33.0 mmol/l. Customer's father stated that the customer's pump has died. Customer's father stated that the customer was running a bit high with ketones last night. While the customer was attempting to change the set, they had an alarm. Customer was treated with a spare pump. Customer's father stated that the pump has already been removed. It was also reported that the drive support cap was sticking out. The cause of the alarm was explained to the customer's father. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose and or protruded drive support disk. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.